Manufacturer narrative:
Testing and investigation found at power on with no display. This was found due to a broken connector from the printed circuit board to the lcd display. Further testing found corrosion on the lower portion of the touchscreen. The probable cause of the customer's reported event was due to fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during start up the device touchscreen would not calibrate. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed. Though requested, no add'l info was provided.